Event description:
During a laser micro direct laryngoscopy the storz micro suction tube 2.5mm was used to bovie (cut or coag) a surgical site. The laser tech noticed a spark and alerted the surgeons. The instrument was removed from the larynx and examined and was found to have what appeared to be defective insulation one third of the way from the handle. The oto (otolaryngology) service lead and instrument room superviser were paged to the room and a replacement instrument was located. The faulty device was given to the instrumentation room supervisor who stated that the device should have the entire insulation replaced.there was no tissue damage to the patient.the procedure done under general anesthesia.the device was sent to the manufacturer.this is a reusable device and the insulation of these device can be compromise during cleaning and handling.

Event description:
During a laser micro direct laryngoscopy the storz micro suction tube 2.5mm was used to bovie (cut or coag) a surgical site. The laser tech noticed a spark and alerted the surgeons. The instrument was removed from the larynx and examined and was found to have what appeared to be defective insulation one third of the way from the handle. The oto (otolaryngology) service lead and instrument room superviser were paged to the room and a replacement instrument was located. The faulty device was given to the instrumentation room supervisor who stated that the device should have the entire insulation replaced.there was no tissue damage to the patient.the procedure done under general anesthesia.the device was sent to the manufacturer.this is a reusable device and the insulation of these device can be compromise during cleaning and handling.